Event description:
Following last chemo treatment, she developed erythema in area about her port site, was seen on day three of the last cycle. Oral antibiotic given with some improvement. However seen 12 days later with worsening erythema and induration over port site. Impression - poss. Chemo infiltrate. Admitted to hosp with poss. Port site extravasation. R/o sepsis and port infection. Port removed 6/20/96.